Manufacturer narrative:
The device was returned to olympus for inspection and the customer's report was confirmed, in addition to the foreign objects findings. A root cause could not be identified for the foreign objects findings. Based on the results of the investigation, the most probable cause was also not established. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water tube, jet tube, probe cover, adhesive around the light guide lens, bending section cover, and connecting tube. There was no patient involvement.